Manufacturer narrative:
(B)(4). Persisting back pain, revision surgery. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2013, the patient underwent transforaminal lumbar interbody fusion on the lumbar region of her spine from vertebrae l5-s1. Reportedly, rhbmp-2/acs was used in this surgery. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space). Post-op, allegedly, "post-operative period has been marked by a period of improvement, followed by increasing low back pain, with pain and radiculopathy into her right leg. Severe pain and symptoms ultimately compelled the patient to undergo a revision surgery on (B)(6) 2013, after imaging studies revealed an encapsulated fluid collection and probable ectopic bone growth." Reportedly, "despite revision surgery, the patient continues to experience chronic back pain, with neuropathic pain that radiates down her right leg. Furthermore, she ambulates with a limp and can't walk on her heels or toes."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6)2013: the patient was pre-operatively diagnosed with lumbar spondylosis and underwent lumbar laminectomy and decompression surgery with fluoroscopy. (B)(6)2013: the patient was pre-operatively diagnosed with 1) neurogenic claudication. 2) lumbar degenerative disc disease. 3) mech anical back pain and underwent the following procedures: 1) l5 and s1 decompressive laminectomy for decompression of the neural elements. 2) l5-s1 bilateral foraminotomies. 3) l5-s1 transforaminal lumbar interbody fusion. 4) l5-s1 posterolateral instrumentation and fusion. As per operative notes,¿ attention was turned to performing an l5-s1 transforaminal interbody fusion in order to treat the mobile listhesis and mechanical back pain. The disc space was entered and decompressed in a standard fashion using microscopic illumination and magnification with the intention of preparing the endplates implantation of interbody fusion cage. After endplates were prepared, an appropriate sized cage was selected. It was filled with bmp (bone morphogenic protein) impregnated sponge and autograft bone. The anterior disc space was also filled with autograft bone and bmp impregnated sponge. The cage was then impacted into interbody space in a standard fashion using ap(anterior posterior) and lateral fluoroscopic guidance. This was done to recreate the intradiscal height , foraminal height and foraminal volume and to ensure l5-s1 interbody fusion.¿ the patient tolerated the procedure well without any intraoperative complications. (B)(6)2013: the patient was discharged from the facility.